Event description:
I had a boston scientific a219 defibrillator implanted on (B)(6) 2018 whilst on holidays in (B)(6). I experienced tachycardia as an adverse reaction to an over the counter sleep aid. Due to the fact that my mother died of an electrical fault of the heart in (B)(6)2015 and based on my heart tests at that time, the cardiologist wanted to implant the device prior to me flying home to (B)(6). On (B)(6) after flying home safely and 3 weeks post surgery, I awoke with pain around the site severe enough that I could not sit up in bed without my son¿s help. A week later I was hospitalized with inflammatory markers at 186 and subsequently diagnosed with reactive arthritis. I am hla b27 positive. After being treated with steroids, methotrexate and painkillers for months and developing several other health issues including tracheal stenosis and anterior uveitis, I was finally able to find a surgeon to perform explant surgery. My cardiology tests showed normal heart function and no abnormal rhythms so it was safe to do so. I had to discontinue the 20 mg methotrexate dosage 2 weeks prior to surgery as it interferes with the healing process. I am taking no other medication. It is now a little over a week after the explant. My range of movement in my knees and feet is improving daily. The inflammation of my feet which has been constant since (B)(6), including a pocket of synovial fluid is going down at a remarkable rate. It is clear that my autoimmune problems are a result of an adverse reaction to the device. I am unique case in that I was a healthy athletic person prior to (B)(6) so there are no comorbidities involved. Boston scientific need to clearly state the risk of reactions like this to all potential recipients, including advising that a test for hla b27 be performed prior to implant as this greatly increases the chances of having an ai response.